Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) for the viewing station of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The ups has not been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the uninterruptible power supply (ups) of the viewing station of the imaging system was making a clicking noise. It was later reported that the ups would not power on. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The uninterruptible power supply (ups) for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the battery would not charge as an error light illuminated when the unit was connected to a known operational imaging system. If information is provided in the future, a supplemental report will be issued.